Event description:
During a ureter stone removal procedure, the laser fiber broke resulting in an uncontrolled release of energy. There was no injury to pt, staff or physician. This info is documented as reported to trimedyne.